Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 280 units of insulin. The customer confirmed that the issue was always able to be resolved by adding insulin to the existing cartridge and resuming insulin delivery. The customer's blood glucose level was 167 mg/dl.